Event description:
Customer stated that bolus does not work, and they have to constantly push the bolus button. The blood glucose reading is 134 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with intermittent act button due to flattened dome switch. (Creased) no button error alarms noted. Unit received with scratched lcd window. (B)(4).